Manufacturer narrative:
(B)(4). This device has not been received for analysis. Without a return of product, analysis cannot be performed to confirm or deny the reported clinical allegation.

Manufacturer narrative:
When the replacement has been performed and this device is returned, analysis will be performed and this event will be updated.

Event description:
Subsequently, this device was replaced, however was not returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed charge time of 17.7 seconds with a battery voltage of 2.59v. As there was concern with the extended charge time, a decision has been made to replace this device in the near future. No adverse patient effects were reported.